Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure.

Event description:
It was reported that during iab therapy, had a optical sensor failure of a sensation plus 40cc iab. There was no harm or injury reported.

Manufacturer narrative:
The serial/lot number provided by customer is incorrect/inaccurate, we are following up for more info. Supplemental report will be submitted upon completion of our investigation.